Event description:
It was reported that the roller clamp of an administration set would not regulate the flow properly. There was no patient involvement. Additional information was requested and is not available. This is report 1 of 4.

Manufacturer narrative:
(B)(4). Baxter received one sample for evaluation. Visual examination of the unit determined that the roller clamp's roller was broken on its axis. The cause of this condition was determined to be a manufacturing deficiency. A corrective and preventative action (CAPA) record was opened to investigate this issue. No other observations were noted on the unit. A batch review was conducted and revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition.